Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram, once in four days, route not reported) and amikacin (250 loading dose and 125 mg maintenance dose, route not reported). It was unknown if the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, that the patient was not recovering from the event of peritonitis and the fluid was not clear. On an unreported date, the pd catheter was removed, dianeal therapy was discontinued and the patient was shifted to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.